Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, they noticed a dislocated and curved haptic in the wrong direction on a small eye, therefore risk of capsular bag breakage. Additional information has been requested but is not available at the time of this report.